Event description:
It was reported that a preloaded monofocal intraocular lens was implanted into the left eye of a female patient. During the procedure, the surgeon was unable to center the lens, which led to its explantation and replacement with another lens of the same model and diopter. The surgery was completed on the same day without causing harm to the patient, and the wound did not require enlargement or sutures. The platinum handpiece and cartridge were used, and the lens was loaded with room temperature amvisc, remaining in the viscoelastic for less than three minutes. No photos or videos of the event were available. The defective lens and cartridge were available for return, and no additional information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 2, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection revealed the lens was received cut in half and stuck together. The lens was unstuck and cleaned revealing the lens was damaged and scratched; one haptic was detached. The complaint issue "positioning issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.